Manufacturer narrative:
Device manufacture date: 2016-02-07 to 2016-02-15. Device evaluation: result - the customer returned 3 photos to the manufacturing site. The pictures showed the needle without the cap which was found by the customer. The actual device was also returned and visually examined. The needle did not have the needle cap and the point was bent. The needle had characteristic mechanical damage on the cross (upper element of the needle) which occurs during assembly on the assembly machine (traces from grippers on the needle feeding station). An archival sample was tested for compliance per product specifications and the sample met the requirements. The device history records were reviewed and no records were observed which would confirm the defect under complaint. Conclusion - the defect was not confirmed in the archival sample as the product meets the requirements of product specifications. The defect was confirmed in the customer provided sample. Htl-strefa s.a. Initiated corrective actions in regards to a similar defect on a previous complaint. Despite positive assessment of those corrective actions, htl-strefa s.a.decided to perform another rca and undertake further corrective actions. The rca identified that the defect occurred on the assembly machine, at the stage of assembly of the complete needle into the housing of the safety lancet. At this point, the needle missed the opening of the housing and got damaged (deformed). Next, once the jaws of the gripper (element of the assembly machine which inserts a complete needle into the housing) opened, the damaged needle fell onto the upper part of the cassette of the assembly machine. Due to incorrect profile of the guides of the bowl feeder (element of the assembly machine where the complete needles are loaded and then positioned for insertion into housing) the needle could get incorrectly positioned and incorrectly collected by a gripper.

Manufacturer narrative:
Manufacturing location: bd corporate headquarters in (B)(4). (B)(4). (B)(6). Device evaluation: a sample and photos are available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that only the needle from the suspect device was in the sales packaging and a needle stick injury occurred with the unused needle. No lab work was provided to the clinician.